Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a crainoplasty. It was reported that the titanium plate was explanted due to an infection and allergic reaction. No additional patient complications were reported.